Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent a laparoscopic incisional hernia repair. A bard/davol ventrio was implanted in patient during this repair. (B)(6) 2016: the patient underwent ventral hernia repair, mesh removal due to complications. The patient continues to suffer complications, permanent disfigurement and chronic pain. The bard ventrio implanted in patient failed to reasonably perform as intended. The bard ventrio caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the bard veentrio was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective bard mesh.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time.the patient's attorney alleges removal of ventrio mesh; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. H.11 this emdr corrects the lot expiration date and updates the lot manufacture date. (H4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges removal of ventrio mesh; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent a laparoscopic incisional hernia repair. A bard/davol ventrio was implanted in patient during this repair. (B)(6) 2016: the patient underwent ventral hernia repair, mesh removal due to complications. The patient continues to suffer complications, permanent disfigurement and chronic pain. The bard ventrio implanted in patient failed to reasonably perform as intended. The bard ventrio caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the bard veentrio was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective bard mesh.